Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation" and "fill valve failed". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on patch side assessed as surgical damage and one opening on valve bond edge side assessed as unidentified (tear) opening. Valve leak and/or damage: not observed. Additional observations: crease flat is observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation" and "fill valve failed". Device has been explanted and replaced.